Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro and rotawire were selected for use in a procedure. Upon removal of the 1.50mm rotapro using dynaglide mode, resistance was felt midway. The rotapro and rotawire were removed together from the patient. The procedure had been successfully completed using the original rotapro and rotawire. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: the unit returned has no damage, as part of overall visual revision. Microscopic and visual inspection of the device presented no damage or irregularities. The rotawire was able to be passed through the related rotapro device with no resistance or issues. Dimensional inspection revealed that the device was within specification. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro and rotawire were selected for use in a procedure. Upon removal of the 1.50mm rotapro using dynaglide mode, resistance was felt midway. The rotapro and rotawire were removed together from the patient. The procedure had been successfully completed using the original rotapro and rotawire. No patient complications were reported.